Event description:
Baxter affiliate reports 10 incidents of blood leaks and clotting during patient treatment. Blood leaks were noted during the third use of each dialyzer. There was no patient injury or medical intervention reported for any of these incidents.